Event description:
A customer was contacted by beckman coulter, inc. (Bci) in regards to access accutni assay performance and reported of non-reproducible, false positive troponin (accutni) results generated by access 2 immunoassay system. The erroneous results were not reported out of the laboratory. The customer stated that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to the results.

Manufacturer narrative:
The customer has implemented a protocol to repeat all troponin results greater than 0.15 ng/ml before reporting outside the laboratory. Service was not dispatched for this event. No clear root cause has been determined for this event.